Manufacturer narrative:
The charger is an accessory to the sonicare toothbrush. The serial number of the charger was not provided. Device manufacturing date not available due to the charger not being returned.

Event description:
Consumer called stating that their sonicare charger burned their bathroom countertop. No injury reported.

Manufacturer narrative:
The root cause of the customer's complaint is a burned charger.

Manufacturer narrative:
Event problem and evaluation codes updated to reflect new information from the supplier failure analysis report.